Manufacturer narrative:
Initial reporter: unknown. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: a partial lead with the connector pin measuring 6.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.